Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that the patient had a groshong catheter implanted on (B)(6) 2023. On (B)(6) 2023, when the catheter was replaced and the connector part was pulled out, the catheter was broken at the connection between the connector part and the catheter. Tensile stress was not applied strong. There was no reported patient injury.

Event description:
It was reported that the patient had a groshong catheter implanted on (B)(6) 2023. On (B)(6) 2023, when the catheter was replaced and the connector part was pulled out, the catheter was broken at the connection between the connector part and the catheter. Tensile stress was not applied strong. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a catheter break is confirmed but the exact cause remains unknown. Two photo samples of a 5 fr dl groshong nxt catheter were provided for evaluation. The first image shows the implanted catheter secured to the patient. A complete break at the proximal end of the catheter extending from the bifurcation hub was present. The second image showed the fracture surfaces of the break locations. The break features could not be closely inspected from the samples provided. Based on the information provided, possible contributing factors include damage during handling, material fatigue caused by repeated kinking, and sharp instrument damage. Since a complete break in the catheter was noted, the complaint is confirmed but the exact cause remains unknown.